Manufacturer narrative:
A magnet was reapplied to relieve what was suspected to be a stuck reed switch but it had no effect. Following, the enablemagnetuse function was programmed "off." Boston scientific was informed that the patient had undergone surgery in (B)(6) 2007 at which time a magnet had been used to temporarily suspend therapy during the procedure. Analysis by boston scientific's engineering team confirmed the reed switch was stuck and our technical services team determined the patient's 2007 surgery (magnet use) is what led to the stuck reed switch. When the enablemagnetuse function was disabled, the availability of critical therapy was ensured. At a later date, the device was replaced due to battery depletion; it was confirmed that the stuck reed switch had impacted longevity, as referenced in 2124215-2008-01577.

Event description:
Boston scientific received information that when this implantable cardioverter defibrillator (ICD) was interrogated, the technician at the hospital called to report that the device was exhibiting a yellow warning screen that said: pg indicates presence of magnet.